Event description:
During the evaluation, foreign material was found in the gastrointestinal videoscope¿s light-guide rod lens, and the charge-coupled device lens was found to be cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be identified. However, the damaged charged couple device cover lens was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.